Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature article, a physician described a patient with sudden pain and decreased vision two years following a glaucoma shunt implantation. Upon examination the patient had mild conjunctival injection, a low diffuse bleb and localized corneal edema. The shunt was noted to lie inferiorly in the anterior chamber angle. The patient was taken to surgery where the shunt was explanted without complication. The final result of the case was favorable with mild iris atrophy in the sector of the wound that was noted one month postoperative. It was noted the patient coincidentally had a pet-CT scan two weeks prior to the shunt dislocation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint was initiated due to literature article: the sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Root cause: since the sample has not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).